Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/11/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The patient¿s spouse reported that the patient obtained the unspecified error message on (B)(6) 2014 at 4 am. The patient reportedly manages his diabetes with insulin (type unknown). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen when he was unable to obtain a blood glucose result due to error message appearing. The reporter claimed that ½ hour after the error message appeared the patient obtained a ¿low result of 42¿. It is not known if the patient obtained the reading with the subject meter or on another device. It is also not known if the patient developed symptoms. It was documented that the patient treated himself with orange juice with sugar at time he obtained low blood glucose result. At the time of the troubleshooting, the cca noted that the reported issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter error began to appear.

Manufacturer narrative:
The meter and test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.